Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not working on battery power, and the pneumatics screen showed only 9.56 volts. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer called technical support to report that the device was not working on battery power, and the pneumatics screen showed only 9.56 volts. The remote service engineer (rse) recommended that the customer should charge the battery to see if there is a change and provided the customer with the part number and back-order status of the replacement battery for repair. The rse also advised the customer to see if the battery will get to 16 volts. The customer was able to charge the battery, and the battery got up to more than 16 volts. The device was working as intended and operated on battery power. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.